Event description:
It was reported that during an unknown procedure, the device fired and the staples did not form. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 22 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.